Manufacturer narrative:
(B)(4). Batch # m90z35. The device was received with the upper jaw damaged. During functional testing with the generator, sparks were noted resulting in an alert screen "reposition jaws and reactive" warning was received when the jaws were closed. Then, the "replace instrument" screen would be displayed after receiving the "reposition and reactivate" message twice. When the jaws were closed, the gap reduction allowed arcing to develop resulting in sparking. The arcing condition resulted in the upper jaw to be in contact with the electrode creating an electrical short and an alert screen, preventing device works with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement the batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Event description:
It was reported that during an unknown procedure, a spark was generated from the device during the operation. The generator was unknown. Another device was used to complete the case. There were no adverse consequences to the patient.